Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("allergic to nickel"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and allergy to metals outcome was unknown. The reporter considered allergy to metals and pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 809004) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and chest pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel"), heart rate increased ("heart rate increased"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("uti"), rash ("abdomen and face rashes"), asthenia ("weakness"), inflammation ("inflammation in my back and abdomen"), migraine ("migraines"), headache ("headaches"), bradycardia ("bradycardia"), weight increased ("weight gain"), irritable bowel syndrome ("ibs"), alopecia ("hair loss"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals, heart rate increased, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, rash, asthenia, inflammation, migraine, headache, bradycardia, weight increased, irritable bowel syndrome, alopecia, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, asthenia, back pain, bradycardia, cystitis, headache, heart rate increased, inflammation, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: new events: asthenia, vaginal haemorrhage, cystitis, urinary tract infection, rash, inflammation, migraine, headache, bradycardia, weight increased, alopecia, back pain, abdominal pain, heart rate increased were added. Reporter, patient demographic information, lot number, concomitant disease, lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 809004-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and chest pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("uti"), rash ("abdomen and face rashes"), asthenia ("weakness"), inflammation ("inflammation in my back and abdomen"), migraine ("migraines"), headache ("headaches"), bradycardia ("bradycardia"), irritable bowel syndrome ("ibs"), alopecia ("hair loss"), back pain ("back pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), dizziness ("dizzy"), visual impairment ("vision problem"), depression ("depression"), feeling abnormal ("brain fog"), amnesia ("memory loss"), loss of consciousness ("blackout"), temperature intolerance ("extrme sensitivity cold"), multiple allergies ("allergies") and malaise ("sick"), was found to have heart rate increased ("heart rate increased"), weight increased ("weight gain"), heart rate decreased ("heart rate low"), urine analysis abnormal ("urinalysis") and white blood cell count decreased ("leukocyte finding") and underwent cardiac pacemaker insertion ("pacemaker"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals, heart rate increased, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, rash, asthenia, inflammation, migraine, headache, bradycardia, weight increased, irritable bowel syndrome, alopecia, back pain, abdominal pain, fatigue, dizziness, visual impairment, depression, feeling abnormal, amnesia, loss of consciousness, temperature intolerance, multiple allergies, malaise, heart rate decreased, urine analysis abnormal, white blood cell count decreased and cardiac pacemaker insertion outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, asthenia, back pain, bradycardia, cardiac pacemaker insertion, cystitis, depression, dizziness, fatigue, feeling abnormal, headache, heart rate decreased, heart rate increased, inflammation, irritable bowel syndrome, loss of consciousness, malaise, menorrhagia, migraine, multiple allergies, pelvic pain, rash, temperature intolerance, urinary tract infection, urine analysis abnormal, vaginal haemorrhage, visual impairment, weight increased and white blood cell count decreased to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media-pelvic pain , allergy to metals , heart rate increased , menorrhagia, vaginal haemorrhage , cystitis, urinary tract infection , rash, asthenia , inflammation, migraine, headache, bradycardia, weight increased , irritable bowel syndrome ,alopecia , back pain ,fatigue, dizzy, vision problem, depression,vision problem, brain fog nos ,memory loss, black out, cold, allergies, sickness,heart rate low,urinalysis. Lot # 809004-invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 809004-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and chest pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel"), heart rate increased ("heart rate increased"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("uti"), rash ("abdomen and face rashes"), asthenia ("weakness"), inflammation ("inflammation in my back and abdomen"), migraine ("migraines"), headache ("headaches"), bradycardia ("bradycardia"), weight increased ("weight gain"), irritable bowel syndrome ("ibs"), alopecia ("hair loss"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals, heart rate increased, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, rash, asthenia, inflammation, migraine, headache, bradycardia, weight increased, irritable bowel syndrome, alopecia, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, asthenia, back pain, bradycardia, cystitis, headache, heart rate increased, inflammation, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram: on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-sep-2018: update of information (batch is invalid) product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 809004-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and chest pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("uti"), rash ("abdomen and face rashes"), asthenia ("weakness"), inflammation ("inflammation in my back and abdomen"), migraine ("migraines"), headache ("headaches"), bradycardia ("bradycardia"), irritable bowel syndrome ("ibs"), alopecia ("hair loss"), back pain ("back pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), dizziness ("dizzy"), visual impairment ("vision problem"), depression ("depression"), feeling abnormal ("brain fog"), amnesia ("memory loss"), loss of consciousness ("blackout"), temperature intolerance ("extrme sensitivity cold"), multiple allergies ("allergies") and malaise ("sick"), was found to have heart rate increased ("heart rate increased"), weight increased ("weight gain"), heart rate decreased ("heart rate low"), urine analysis abnormal ("urinalysis") and white blood cell count decreased ("leukocyte finding") and underwent cardiac pacemaker insertion ("pacemaker"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals, heart rate increased, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, rash, asthenia, inflammation, migraine, headache, bradycardia, weight increased, irritable bowel syndrome, alopecia, back pain, abdominal pain, fatigue, dizziness, visual impairment, depression, feeling abnormal, amnesia, loss of consciousness, temperature intolerance, multiple allergies, malaise, heart rate decreased, urine analysis abnormal, white blood cell count decreased and cardiac pacemaker insertion outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, asthenia, back pain, bradycardia, cardiac pacemaker insertion, cystitis, depression, dizziness, fatigue, feeling abnormal, headache, heart rate decreased, heart rate increased, inflammation, irritable bowel syndrome, loss of consciousness, malaise, menorrhagia, migraine, multiple allergies, pelvic pain, rash, temperature intolerance, urinary tract infection, urine analysis abnormal, vaginal haemorrhage, visual impairment, weight increased and white blood cell count decreased to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media-pelvic pain , allergy to metals , heart rate increased , menorrhagia, vaginal haemorrhage , cystitis, urinary tract infection , rash, asthenia , inflammation, migraine, headache, bradycardia, weight increased , irritable bowel syndrome ,alopecia , back pain ,fatigue, dizzy, vision problem, depression,vision problem, brain fog nos ,memory loss, black out, cold, allergies, sickness, heart rate low, urinalysis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: correction upon bayer internal review the description to be coded for the event "extrme sensitivity cold" was changed and recoded to "hypersensitivity to cold". The medra pt was changed. Amendment: the report was also amended for the following reason: correction upon bayer internal review the description to be coded for the event "urinalysis" was changed and recoded to "urinalysis abnormal nos". The medra pt was changed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 809004-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and chest pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("uti"), rash ("abdomen and face rashes"), asthenia ("weakness"), inflammation ("inflammation in my back and abdomen"), migraine ("migraines"), headache ("headaches"), bradycardia ("bradycardia"), irritable bowel syndrome ("ibs"), alopecia ("hair loss"), back pain ("back pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), dizziness ("dizzy"), visual impairment ("vision problem"), depression ("depression"), feeling abnormal ("brain fog"), amnesia ("memory loss"), loss of consciousness ("blackout"), nasopharyngitis ("extrme sensitivity cold"), multiple allergies ("allergies") and malaise ("sick"), was found to have heart rate increased ("heart rate increased"), weight increased ("weight gain"), heart rate decreased ("heart rate low"), urine analysis ("urinalysis") and white blood cell count decreased ("leukocyte finding") and underwent cardiac pacemaker insertion ("pacemaker"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals, heart rate increased, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, rash, asthenia, inflammation, migraine, headache, bradycardia, weight increased, irritable bowel syndrome, alopecia, back pain, abdominal pain, fatigue, dizziness, visual impairment, depression, feeling abnormal, amnesia, loss of consciousness, nasopharyngitis, multiple allergies, malaise, heart rate decreased, urine analysis, white blood cell count decreased and cardiac pacemaker insertion outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, asthenia, back pain, bradycardia, cardiac pacemaker insertion, cystitis, depression, dizziness, fatigue, feeling abnormal, headache, heart rate decreased, heart rate increased, inflammation, irritable bowel syndrome, loss of consciousness, malaise, menorrhagia, migraine, multiple allergies, nasopharyngitis, pelvic pain, rash, urinary tract infection, urine analysis, vaginal haemorrhage, visual impairment, weight increased and white blood cell count decreased to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media-pelvic pain , allergy to metals , heart rate increased , menorrhagia, vaginal haemorrhage , cystitis, urinary tract infection , rash, asthenia , inflammation, migraine, headache, bradycardia, weight increased , irritable bowel syndrome ,alopecia , back pain ,fatigue, dizzy, vision problem, depression,vision problem, brain fog nos ,memory loss, black out, cold, allergies, sickness,heart rate low,urinalysis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content., reporter added, event added: ,fatigue, dizzy, vision problem, depression, vision problem, brain fog nos ,memory loss, black out, cold, allergies, sickness,heart rate low,urinalysis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.